Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (ra) lead exhibited an impedance greater than 3000 ohms confirmed via impedance test with noisy signal with arm movements and high pacing threshold measurements due to subclavian crush resulting to lead fracture. This ra lead was explanted, replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited an impedance greater than 3000 ohms confirmed via impedance test with noisy signal with arm movements and high pacing threshold measurements due to subclavian crush resulting to lead fracture. This ra lead was explanted, replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.